Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the drawer slide dog bone bumpers and bad rail slides. A field service engineer replaced the dog bone slide bumper and replaced a drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, which was difficult to open and close. The customer reported issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.